Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. Pre-dilatation was completed with a 2.5mm and a 3.0mm balloon. A 3.50x38mm xience alpine drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3.5 mm nc balloon, after which a distal edge dissection was noted. A 3.5x12mm xience alpine des was used to cover the dissection with timi iii flow and no residual stenosis to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.